Manufacturer narrative:
E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that an overvoltage protection (ovp) failure had occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that an ovp failure had occurred. A field service technician (fst) went onsite. The fst was unable to duplicate the issue but confirmed the issue in the event log. The fse replaced the motor controller (mc) printed circuit board assembly (pcba) to resolve the reported issue. The fst replaced the mc pcba to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.